Event description:
Rn responded to prismaflex machine alarm and silenced the alarm. The alarm went off again. When he turned to look at the patient rn saw blood. The venous line was disconnected. Tried to reconnect but original tape was in the way. The tape was connected but still became disconnected.